Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported that, on an unknown date, a 7" (18 cm) appx 0.31 ml, smallbore ext set w/remv microclave®, clamp, rotating luer generated a leak during patient use. The reporter stated that the item was leaking with a radioactive product that was used for chemotherapy or a chemotherapy drug within the last three weeks. The event happened during infusion. The sample was available for evaluation. There was patient involvement and no adverse event.